Event description:
Related manufacturer reference number: 1627487-2022-05185, 1627487-2022-05186. It was reported the patient experienced ineffective stimulation due to the leads migrating. Migration confirmed via x-rays. Patient¿s ipg is also inoperable due to not charging as recommended. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1: initial reporter.

Event description:
Additional information received indicates the patient's sytem was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient lost therapy a year ago and turned the ipg off. The ipg became inoperable. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿